Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarming when powered on. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and could not duplicate the reported problem.